Manufacturer narrative:
(B)(4). Baxter (B)(4) completed the investigation. Credible attempts were made to obtain the sample however, no sample was available. Batch record review was performed and no issues were found that could have contributed to this complaint issue. All release/testing specifications were met for this product lot. Visual inspection of retention samples found no abnormalities; no foreign materials were observed. No manufacturing defect was identified as the origin of this complaint. This is the first reported complaint of this nature for this product lot. This complaint will be kept on record for trending purposes.

Event description:
When customer opened kit they noticed a white powdery substance on the needle and it hadn't been used yet. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Baxter medical assessment: the unidentified substance, possibly foreign bodies, on the needle were identified during preparation and prior to use, so in this case there was no possible harm or injury of patient. If such type of malfunction or hazard would reoccur and user will not recognize foreign bodies prior to use they possibly can be transferred to the treatment site of the patient. In a worst case scenario this may lead to a foreign body reaction and sterile inflammation which only in exceptional cases may cause serious harm or injury. A follow-up report will be submitted upon receipt and evaluation of the investigation results of the sample.